Event description:
It was stated that patient¿s cvc red lumen started backing up blood and started leaking at in the stopcock plastic and from the hub between the stopcock and the extension. Connections were checked and were tight prior to leaking episode as well as during the leakage. There was also air in the line between the line extension and the cap at the cvc hub. The tubing is changed. There was no delay. There was a patient involvement and no patient harm.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.